Manufacturer narrative:
The user followed up and stated she received medical treatment from an employee health center. Section b5 has been updated to reflect this.

Event description:
It was reported a user strained their back while using the eye surgery stretcher to transport patients. The user also stated that she spoke with multiple stryker employees and was informed that the type of stretcher she was using lacks push handles because it is not intended for transportation purposes. The user stated she received medical treatment through the employee health center.

Event description:
It was reported a user strained their back while using the eye surgery stretcher to transport patients. The user also stated that she spoke with multiple stryker employees and was informed that the type of stretcher she was using lacks push handles because it is not intended for transportation purposes. The user stated she did seek medical treatment for the strains, but did not provide further details regarding the type of treatment.